Event description:
The event involved a 14 cm (5.5") smallbore trifuse ext set w/3 microclave® clear, 3 check valves, 3 clamps, rotating luer. The customer stated that after placing the connector to the catheter there was a leak on the tubing (near the area I clamped) after performing a bolus via pca (which was connected to another tube of the connector). There was a loss of medicine. There was patient involvement, but harm was not reported as a consequence of this event.

Manufacturer narrative:
The device has been requested for evaluation, however, it has not yet been received.

Manufacturer narrative:
One used smallbore trifuse ext set w/3 microclave® clear, 3 check valves, 3 clamps, rotating luer was returned for evaluation. Visual inspection and functional testing was conducted. Upon visual inspection no physical damage or anomalies were noted. No mating device was returned for evaluation. Upon functional testing the set was tested using the hydrostatic pressure pump. After the test a leak from one of the tube bond connections with checkvalve was noted, additionally was observed that this tube was not fully inserted. Based on procedure this failed the specification. The tube connection was pulled test, and this failed the product specification, the tube was measured finding within specification, no additional damage or anomalies were noted. The DHR(device history review) lot# was conducted and no non-conformities were found that would have led to the reported condition on the complaint. The reported complaint of leaks can be confirmed. The probable cause was an error during manual assembly at ensenada.updated information in d9 - date returned to mfg.: 1/13/2026additional information in d10 - concomitant product

Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history lot was reviewed, and no nonconformities were found that would have led to the reported complaint. Updated information in d9.